Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in a female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("auto-immune disorder"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("heavy/abnormal bleeding") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (surgery scheduled - delayed due to covid-19). Essure was removed. At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, menstrual disorder, genital haemorrhage and hormone level abnormal had not resolved. The reporter provided no causality assessment for autoimmune disorder, genital haemorrhage, hormone level abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered pelvic pain to be related to essure. Lot number:50616441 manufacturing date:2011-08, expiration date:2014-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: the insertion date of the essure, a new reporter (lawyer), new adverse events (allergy symptoms, auto-immune disorder, changes to menstrual cycle, heavy/abnormal bleeding, hormonal problems, new as reported (localized pain) were provided. The surgery´s information (delayed due to covid-19) was updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localized pain') in an adult female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: fluoxetine on (B)(6) 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("auto-immune disorder"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological issues") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (surgery scheduled - delayed due to covid-19). At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, menstrual disorder, genital haemorrhage and hormone level abnormal had not resolved and the mental disorder outcome was unknown. The reporter provided no causality assessment for autoimmune disorder, genital haemorrhage, hormone level abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kgs. Lot number: 50616441 manufacturing date: 2011-08 expiration date: 2014-08. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and menstrual disorder. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: reporter information, event: psychological issues added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain / localized pain'). In a female patient who had essure (batch no. 50616441) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("auto-immune disorder"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("heavy/abnormal bleeding"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (surgery scheduled delayed, due to covid-19). At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, menstrual disorder, genital haemorrhage and hormone level abnormal had not resolved. The reporter provided no causality assessment for autoimmune disorder, genital haemorrhage, hormone level abnormal, hypersensitivity and menstrual disorder with essure. The reporter considered pelvic pain to be related to essure. Lot number#: 50616441, manufacturing date: 2011-08, expiration date: 2014-08. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/localized pain") in an adult female patient who had essure inserted (lot no. 50616441) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of sinusitis, pregnancy, nasal obstruction, inflammation, facial pain, sinusitis, heavy menstrual bleeding, tonsillectomy, diabetic, multigravida, menses irregular with excessive bleeding, morbid obesity, abdominal pain, shoulder pain, nickel sensitivity, blurred vision, suicidal ideation, insomnia, foggy feeling in head, skin eruption, glucose tolerance impaired, chest pain, foot pain, chronic sinusitis, anal pain, shingles, sinusitis chronic nos, acid reflux (oesophageal), fatigue, eustachian tube dysfunction, soft tissue swelling, dyspepsia, joint pain, thrush, vaginal discharge, endometrial ablation, endometritis, hand pain, menorrhagia, per vaginal bleeding, menometrorrhagia, intermenstrual bleeding, golfer's elbow, menstrual disorder, bacterial vaginosis, anal fissure, vitamin d deficiency, headache, burn, cough, nauseous, malaise, rash, tendinosis, difficulty sleeping, low mood, hypochondrial pain, weight gain, miscarriage, preterm premature rupture of membranes, viral infection, abdominal tenderness, discomfort nos, tension headache, ache, urinary tract infection, flank pain, dysuria, renal angle tenderness, shortness of breath, haemorrhoids, piles, irritable bowel syndrome, depression nos, pregnancy multiple, vaginal bleeding, muscle cramps, lower abdominal pain, heavy periods, vaginal bleeding and parity 2. Previously administered products included: fluoxetine, mirena, citalopram, tranexamic acid, norethisterone, clotrimazole, metronidazole, doxycycline, flixonase, amoxicillin, naproxen, sertraline, mometasone and cholecalciferol. As concurrent condition the report mentioned headache. Concomitant products included naproxen and sertraline. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms"), autoimmune disorder ("auto-immune disorder"), menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("heavy/abnormal bleeding"), mental disorder ("psychological issues"), device intolerance ("inability to tolerate the device"), rash ("skin rashes"), depression ("depression"), fatigue ("fatigue"), brain fog ("brain fog"), alopecia ("hair loss"), arthralgia ("joint pain"), headache ("headache"), nausea ("nausea"), premature menopause ("early onset menopause"), suicidal ideation ("suicidal thoughts"), insomnia ("insomnia") and endometritis ("chronic endometritis") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, hypersensitivity, autoimmune disorder, menstrual disorder, genital haemorrhage and hormone level abnormal had not resolved. The outcome of mental disorder was unknown. The reporter considered alopecia, arthralgia, brain fog, depression, device intolerance, endometritis, fatigue, headache, insomnia, mental disorder, nausea, pelvic pain, premature menopause, rash and suicidal ideation to be related to essure administration. No causality assessment was received for essure with regard to hypersensitivity, autoimmune disorder, menstrual disorder, genital haemorrhage or hormone level abnormal. The reporter commented: insertion date: (B)(6) 2012 (as per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45 kg/sqm. [Ultrasound pelvis] on (B)(6) 2015: there were no masses or free fluid in the pelvis. [Ultrasound scan vagina] on (B)(6) 2012: correctly sited essure implants. Lot number: 50616441. Manufacturing date: 2011-08. Expiration date: 2014-08. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain and menstrual disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events: " intolerance to essure micro-insert, skin rashes, depression, early menopause, fatigue, brain fog, hair loss, joint pain, headache, nausea, suicidal thoughts, insomnia, chronic endometritis" added. Reporters information and patient medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.